Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head falls off - oral-b [device breakage] . Toothbrush sometimes randomly turns off - oral-b [device physical property issue] . Case narrative: male consumer via phone stated that the oral-b toothbrush sometimes randomly turned off, and the oral-b toothbrush head fell off. No injury was reported.